Event description:
The customer contacted the local draeger field service engineer on march 23, 2007 and requested to have one of our sc9000xl patient monitor functionally tested. The local draeger fse tested the device at the user site and determined that the device was functioning as designed. The customer then contacted the local field service engineer a second time march 27, 2007) indicating that an adverse event had occurred with this case and had requested the fse to reconfigure the alarm settings on 9 monitors at the customer site. The event details/correspondence was received by the manufacturer on may 14, 2007 indicating that an adverse event had occurred at this customer site. We have requested the bedside monitor logs, central station device logs and specific questions to assist in the investigation of the reported event. An investigation is currently underway.